Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses at a certain angle to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/22/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:the ok, up, down and contrast keys are intermittently responsive. The keypad is intact and when removed for investigation, contamination was found under all keys. Unrelated to this complaint, the battery compartment threads were cracked and the display screen has a pinkish faded contrast when powering to the verify screen. Removed the pump cover and replaced faded display with new test display. The test display has normal contrast and no symptoms of discoloration or fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.